Event description:
The complaint has reported that a pt underwent a therapeutic esophageal wallstent placement for treatment of esophageal cancer. The product did not fail. The pt expired 48 hours after stent placement. The exact cause of death is unk at this time. Additional information obtained indicates that a fistula formed at the tumor/stent site. The physician believes that the friable wall of the tumor gave way to the stent which resulted in the exposure of the pleural cavity. No further information is available at this time.